Event description:
Despite efforts, no information regarding the lead return was obtained.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a follow up of this left ventricular (lv) lead loss of capture was noted. A fluoroscopy was done and it was noted that the lead dislodged. The lead was attempted to be repositioned but would not fixate into the correct position thus a new lead was used. This lead will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up of this left ventricular (lv) lead loss of capture was noted. A fluoroscopy was done and it was noted that the lead dislodged. The lead was attempted to be repositioned but would not fixate into the correct position thus a new lead was used. This lead will be returned. No additional adverse patient effects were reported.